Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor glucose readings had been inaccurate all day. Their calibrations were not accepted multiple times. Troubleshooting was performed. It was noted that they treated based on the sensor glucose value of 250 mg/dl. The customer was able to calibrate with a blood glucose level of 41 mg/dl. They treated the low blood with soda. They checked their blood glucose again and it was down to 30 mg/dl. After eating their blood glucose went up to 35 mg/dl. Their last blood glucose level at the time of the call was 39 mg/dl. The device will not be returned for analysis.